Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional confirmed capsular contracture baker grade: iii, inflammation and pain in the right breast. Treated by analgesics and anti-inflammatories.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with inflammation and pain. Patient treated with analgesics and anti-inflammatories. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, d6(b), h6.